Manufacturer narrative:
A 6 em /7 fr pancreatic stent was implanted on (B)(6) 2013. Physician tried to remove it on (B)(6) 2014 with a loop. Stent fractured. Stent rest gripped with tongs resulting in a new fracture which left 2 em stent fragment in the patient. Removal attempted at re-endoscopic procedure on (B)(6) 2014 failed. The stent fragment was successfully removed on (B)(6) 2014. The product lot number of the gpso device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; with the information provided a document based investigation was carried out. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to determine the root cause for this complaint. The complaint was confirmed based on customer testimony. A review of the manufacturing records for the gpso device involved in this complaint could not be reviewed as the lot number could not be provided. Gpso devices are used to drain obstructed pancreatic ducts. According to the instructions for use the user is advised as follows; "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the IFU states; "this device should not be left indwelling for more than three months or as directed by a physician". It may be noted that the stent was in place for approximately 6 months ((B)(6) 2013 - (B)(6) 2014) prior to the initial removal procedure. All parts of the stent were successfully retrieved from the patient and no further adverse effects to the patient have been reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A 6 cm / 7 fr pancreatic stent was implanted on (B)(6) 2013. The physician tried to remove it on (B)(6) 2014 with a loop. Stent fractured. Stent rest gripped with tongs resulting in a new fracture which left 2 cm stent fragment in the pt. Removal attempted at re-endoscopic procedure on (B)(6) 2014 failed. The stent fragment was successfully removed on (B)(6) 2014.